Event description:
Nurse attempted to remove a foley catheter from patient. Nurse encountered resistance and requested additional nurse's assistance. Attempts to lubricate tip of penis and pull out catheter were unsuccessful. Patient was complaining of pain. Phone call was made to md. Md arrived and attempted to reinsert catheter, inflate, and deflate balloon. A ridge on catheter could be palpated though penis. Catheter sticking into penis only one to two inches. After five to ten minutes, md cut off part of the balloon sticking out of penis. Md pulled more forcefully and catheter came out. No bleeding or trauma noted to patient, but he did have pain with removal.